Event description:
On (B)(6) 2012 the reporter contacted animas to report that the pump did not recognize the filled insulin cartridge during the load step and pushed the insulin out of the cartridge. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4): a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor was found to be out of calibration. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, evaluation revealed stripped battery cap threads. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.